Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-11284, 1627487-2019-11285, 1627487-2019-11286. It was reported that the patient experienced an infection. As a result, the patient's system was explanted in (B)(6) 2018 (exact date of explant is unknown).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.